Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were hospitalized due to high blood glucose of 578 mg/dl on (B)(6) 2017. Customer had been sick and was having bladder issues which was causing the high blood glucose. Customer does not believe the high blood glucose was due to issues with the insulin pump. The customer was treated in the intensive care unit (ICU) with an insulin drip and IV fluids. The customer was wearing the insulin pump at the time of the hospitalization. Customer declined troubleshooting on the insulin pump and is not returning the device for analysis.